Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from turkey stating that a provido had a loss of function during a surgical procedure. There was no patient injury. The facility where the incident occurred cannot remember the day of the event and therefore cannot provide an exact date. November 26, 2024 is the day on which leica microsystems (switzerland) ag became aware of the incident. Therefore, this date has been entered as the date of event.

Manufacturer narrative:
This is a final report. An investigation was conducted on the returned power supply. The power cord was connected to the power supply and plugged to the tester. Both the metal plates that gang the 3 x 24v ports were removed to facilitate the voltage verification on individual 24v deck. The voltage measurement on all 4 ports (1 x 12v & 3 x 24v) were verified to be correct. The returned power supply was confirmed to be no trouble found. This is consistent with the fse's on-site findings. The fse determined that the system was operating normally and all voltages were normal. The power supply was sent to the supplier for further investigation. The supplier's findings: ac voltage is applied, input current is present, output voltage is present, and all output voltages are normal. The load test is normal. A review of the manufacturing and service records did not show anything that could explain the reported complaint. A review of the complaint statistics did not indicate an adverse trend. Fse replaced the ac/dc power supply as a precautionary measure.